Manufacturer narrative:
Device being sent to manufacturer.

Event description:
On (B)(6) 2018 a percival pvs23 was implanted. After the operation it was identified on post-operative echocardiograph that one of the percival leaflets was not closing. This resulted in a central leak. The patient was resubmitted to the or and the percival valve was explanted and replaced with a crown prt sutured valve.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacture has not received any further information from the site and has not received the device for analysis. Based on this no further investigations are possible at this time and the root cause of the reported event is unknown. If further information is received or if the device is returned for analysis the manufacturer will reassess the investigation. Fields changed: date of report, date rec¿d by MFR, PMA/510k, if follow-up, what type.

Event description:
On (B)(6) 2018 a perceval pvs23 was implanted. After the operation it was identified on post-operative echocardiograph that one of the perceval leaflets was not closing. This resulted in a central leak. The patient was resubmitted to the or and the perceval valve was explanted and replaced with a crown prt sutured valve. The patient is reported to be recovered and is doing fine.

Manufacturer narrative:
The valve pvs 23/m sn (B)(4) was returned to livanova for evaluation and it was received on (B)(6) 2018. The review of the data filed in the device history record confirmed that the returned perceval s heart valve sn (B)(4) satisfied all material, dimensional, and performance standards required for a perceval s size 23/m, at the time of manufacture and release. A gross investigation was performed on the returned device. The returned prosthesis valve was received in general good conditions with the pericardium slightly darker than normal. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The results of the analyzed perceval valve size 23/m sn (B)(4) show that the device meets the iso 5840 minimum requirements. The valve reveals a very small central hole during closing only in hypotensive pressure conditions. No other anomalies are observed during the open/close cycle in normotensive pressure conditions. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. The event information reported to the manufacturer indicated that the perceval pvs23 was explanted and replaced with a crown cna19. Based on this information and the investigation results it can be reasonably inferred that the root cause of the reported event was a result of an oversizing of the perceval valve, leading to a central leak and subsequent explant of the device.